Event description:
It was reported that the ilet sleep/wake button intermittently failed to wake the device, and the user sometimes could only wake it by placing it on the charger; the issue prevented a planned meal announcement. Symptoms included no reported adverse clinical effects. Outcomes included a switch to backup therapy and shipment of a replacement device, with no alerts or alarms reported. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected hardware malfunction of the sleep/wake button with no evidence of external damage reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance